Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Between the nurse (caller) and the patient (pt) being on the line, it was very unclear what exactly the issue was with this patient. The nurse initially stated the pt was brought to their hospital recently due to a reoccurrence of pain (the caller states pt has an ins and pain pump but the pump -- unk if mdt--does not show in drs). The caller states they have been giving the pt dilaudid, oxycodone, tylenol and gabapentin. Tss asked when this reoccurrence of pain started, and the nurse said the pt has always had pain. This info apparently was not the reason for call. The caller states the reason for call was the pt's device had 'malfunctioned'. Tss had the caller transfer the call to the pt's room and the pt indicated that they had charged 1.5 weeks ago but since then had not been able to turn stimulation on. Tss had caller attempt to use the 97740 to check the status and it was noted that the screen showed the 'the implanted rechargeable neurostimulator battery charge level is low, and stimulation has stopped' screen. Tss spoke directly with the pt and noted that the ins is too low to turn stim on. Tss had pt use their 37751 to try to charge the ins. When he tried to charge the ins, he saw the 0-25% quartile being charged (as expected) and saw 4 coupling boxes. The pt correlated the coupling boxes with his ability to turn ins on but tss had to explain that is just the efficiency of the charging. The pt, shortly after charging, told tss that he would now try to turn ins on--tss explained that charging for a couple minutes will not provide enough charge to turn the ins on and he needs to continue charging. Based on all this, it is unclear if there is any issue at all beyond the pt having poor coupling which tss will document as its own case. Tss provided case number to initial caller if they need to follow up. Pt getting only 4 coupling boxes today. Tss advised pt he can try turning the dial, pt states that will not help and it has always been like this. Tss extrapolated the event date based on the pt's verbiage (did not ask explicitly the event date).